Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a warning triggered stating that the device was pacing at vvi 65, and that an mdt rep had to be contacted. The device was reprogrammed, and is still in use. No patient complications have been reported as a result of this event.